Event description:
A customer contacted beckman coulter regarding erroneous platelet (plt) results generated by the coulter lh 750 analyzer that did not correlate with plt results obtained by slide estimates. Four (4) patients samples were tested for plt and results were: 143 x 10 to the 3rd power cells/ul, 164 x 10 to the 3rd power cells/ul, 65 x 10 to the 3rd power cells/ul, and 186 x 10 to the 3rd power cells/ul for patients a to d respectively. Results for patients: a, b, and d were printed with the instrument generated "giant platelet" flags. The results were reported out of the lab. The customer performed slide estimates for all 4 patients and plt results did not correlate with the lh 750 results. "Giant platelets" were observed on all slides. Customer believed the slide estimates are correct. Amended reports were sent out. Based on the information provided, there was no effect to patient treatment.

Manufacturer narrative:
Qc is run once per shift. Qc was run before and after the event and was within specifications. The instrument is currently performing within qc specifications. The specimens were collected in 5cc vacutainer tubes. The samples were stored at room temperature for less than 2 hours prior testing. A field service engineer (fse) was dispatched to the customer's lab: the fse discussed the plt issue with the customer and verified the instrument. Per product labeling, giant platelets is listed as a known interfering substance for this method. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.